Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
The biomed technician called baxter technical service on (B)(6) 2010 to report an infusor pump that alarmed while pump was in surgery. On 3/8/10, the biomed technician reported the anesthesia nurse stated, the pump was administering propofol to a patient, when syringe was at 30ml the pump alarmed. The incident occurred at the end of the patient's therapy so, another pump was not set up on patient. The patient was moved to recovery, no patient incident was reported. No patient injury reported or medical intervention was reported. No additional information is available.